Event description:
It was reported that during a colectomy procedure, the gun had already been fired once and on the second firing, the cartridge fell out of the gun. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.